Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmissions revealed far-field r-wave oversensing on the atrial channel, resulting in inappropriate auto mode switch (ams) triggers. Programming changes were performed. The patient was in stable condition.